Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited an undersensing issue. No intervention was performed and the patient condition was unknown.

Event description:
New information noted that programming changes were made and the patient was in stable condition.